Manufacturer narrative:
The computer was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was found with no issues.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system rebooted on its own twice while launching the ear, nose & throat (ent) application. There was no patient present when this issue was identified.